Event description:
Related manufacturer reference number: 2017865-2022-08498. It was reported that a patient presented in-clinic with sinus bradycardia. Upon interrogation, the patient's pacemaker and right ventricular lead were found to have over-sensing of noise, resulting in inhibition of pacing. X-ray imaging and an echocardiogram were ordered. No intervention was reported for these malfunctions, and a follow-up appointment with the patient was planned. The patient was stable and reported no additional symptoms.